Event description:
It was reported that during a routine follow-up, the pulse generator exhibited backup vvi mode. A user download successfully restored the device. No patient symptoms were reported. The device was explanted and replaced on (B)(6) 2014.